Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b." The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a patient was experiencing check therapy electrode messages.